Event description:
It was reported that a pericardial effusion was observed following implant of the right ventricular (rv) lead. The rv lead failure to capture and sense. During revision, the rv lead could not be repositioned. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.